Event description:
It was reported that the opv distal electrode from the tip came out of the plastic and caused the opv to have a pig-tail. This prevented the coil from working - could not get the coil to open out to full diameter or smallest 25mm and 14mm respectively. Wire protruded out of the tip of catheter. There was a lot of trouble getting the opv back into the sheath and out of the patient, because the opv had a kink on the end.

Manufacturer narrative:
Summary: the failure mode exhibited in this complaint has been shown to be the result of withdrawal of the catheter through the sheath while the distal curve is actuated, which was proven and documented in investigation file. The tested samples all exhibited evidence of pull cable stress (webbing) or electrode damage/loosening/removal only of the distal tip was actuated when they were withdrawn from the sheath. The product was manufactured in conformance to its design and manufacturing requirements. User interaction with the device contributed to the event. The bard orbiter pv steerable diagnostic catheter's instructions for use provides user specific warnings and precautions to ensure that the loop is straightened prior to removal to avoid potential damage to anatomical structures. Additional guidance alerts the user not to use excessive forces advancing or withdrawing the catheter when resistance is encountered.